Event description:
It was reported that the patient underwent a posterior thoracolumbar fusion procedure at t9-iliac to treat kyphosis. Patient came in sometime post op complaining of back pain. Approximately 13 months post-op, the patient underwent revision surgery to remove the broken rods, which were replaced with new rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.